Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the 120 cm. Outback elite re-entry catheter separated and trapped the guidewire. The product will be returned for inspection. Additional information received indicated that the physician had trouble advancing the device down to the location of the superficial femoral artery (sfa) occlusion/target lesion and therefore could not use device. Upon withdrawing the device inside the sheath, it would not withdraw over the aortic bifurcation. Under fluoroscopy, the device was in the sheath but appeared to be separating as we attempted to withdraw it. The device and wire were withdrawn as a unit and the device was found to be separated at the interface between the catheter and device mechanism. The guidewire used was a .014 pilot wire which is our usual guidewire for interventions. No issue with the wire prior to use with device was noted. There were no patient issues or injuries. The procedure was aborted as we could not gain access to true lumen (which was unrelated to the incident). The product was returned for inspection and the preliminary comments indicated that the distal end was noted to be stretched. No additional information is available.

Manufacturer narrative:
The report received indicated that the 120 cm. Outback elite re-entry catheter separated and trapped the guidewire. There were no patient issues or injuries. Additional information received indicated that the physician had trouble advancing the device down to the location of the superficial femoral artery (sfa) occlusion/target lesion and therefore could not use the device. Upon withdrawing the device inside the sheath, it would not withdraw over the aortic bifurcation. Under fluoroscopy, the device was in the sheath but appeared to be separating as we attempted to withdraw it. The device and wire were withdrawn as a unit and the device was found to be separated at the interface between the catheter and device mechanism. The guidewire used was a .014 pilot wire which is our usual guidewire for interventions. No issue with wire prior to use with the device was noted. The procedure was aborted as they could not gain access to true lumen (which was unrelated to the incident). No additional information is available at this time. One non-sterile unit of an outback elite 120cm re-entry was received for analysis coiled inside a plastic bag along with an entangled unknown guide wire. Per visual analysis, the wire was observed trapped inside the outback unit. The cto catheter system was received fractured/separated at 2.5 cm from the distal end. The inner core wire was observed unraveled/stretched. No other anomalies observed. Functional analysis could not be performed due to the separated condition. The cto catheter system separation was observed under the vision system and the separated sections of the unit presented with elongations and frayed edges. These characteristics are clear evidence of an application of a tension force that induced the separation. No other issues were noted. A review of the manufacturing documentation associated with lot 17640842 was performed and it was found that no defective units were rejected during the final assembly of this lot. The malfunction reported by the customer as ¿cto catheter system- fractured/separated - in patient ¿ as well as the malfunction reported by the customer as ¿cto catheter system- withdrawal difficulty - through guide/sheath¿ were confirmed due to the guide wire trapped inside the outback and the separated condition of the unit as received. The exact cause of this event could not be conclusively determined during the analysis. However, as per the product analysis, procedural/handling factors might have contributed to those events. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Neither the product analysis nor the manufacturing records reviews suggest that the events could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.